Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported the patient stated that this morning when she woke up the foley fell out and she had to replace. Patient stated that the balloon did not inflate properly when inserted. It's unclear if lot number was requested. Unclear if medical intervention was provided. No additional information provided

Event description:
It was reported the patient stated that this morning when she woke up the foley fell out and she had to replace. Patient stated that the balloon did not inflate properly when inserted. It's unclear if lot number was requested. Unclear if medical intervention was provided. No additional information provided.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be pinch lumen/collapse lumen/thick sac thickness/valve damage/short inflation lumen. Pfmea ra87p002 rev 19 (rubberized dipping process) was reviewed for this investigation. The failure mode is addressed in step/item # 4. A potential root cause for this failure mode could be due to collapsed/pinched inflation lumen under the balloon or along the shaft. Based on information in the fmea, the risk of this failure is medium. Current controls in place are adequate to mitigate this failure mode. A review of the device labeling have been conducted for investigation purpose. The IFU is attached on the investigation overview element. The labeling and instructions for use were found to be adequate. The DHR review could not be performed without a lot number. Therefore, no additional action is required at this time. Correction: a. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.